Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 387622a was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Although multiple technique and user issues were identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 .0 - 3.0. Initial inratio inr = 1.x. Repeat inratio inr = 3.x. Exact values not recalled by the patient self tester and the monitor memory not accessible at time of the call. No reported adverse patient sequela.